Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. Insulet investigation was performed. Insulet received the device and performed physical and functional testing. The engineering logs show that an urgent low glucose alert was generated by the application once the user's glucose values reached urgent low, and this alert was accompanied by an audio alert and an acknowledgment by the user. Physical testing of the device found no issues with the functionality. Data received from dexcom aligns to insulets findings related to estimated glucose values during the event. The returned controller was found to function as intended. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred that resulted in a hypoglycemic event. The complaint was initially received via email on (B)(6) 2025, and it was stated that a patient was hospitalized in (B)(6) 2024 following inadequate diabetes management while using an omnipod5 and dexcom g6. No further information was available other than that the patient recovered. The patient was contacted on (B)(6) 2025 and stated she experienced a hypoglycemic event the night of (B)(6) 2024, which had let to hospitalization. The patient stayed at the intensive care unit and was in an induced coma for approximately 1 month. The patient stated the event was "mainly caused by the pump" but alleges that dexcom is "partly to blame for it at well". The patient alleges that the day of the event the dexcom device did not alert her for the hypoglycemia causing her not to wake up. The patient struggles to remember any details and alleges the event had a long-term effect on her brain and memory. At the time of the follow up contact, the patient was feeling better. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and his low alert was set to 3.4 mmol/l. The urgent low alert is fixed at 3.1 mmol/l and with the snooze feature set to 30 minutes. The urgent low soon alert is fixed to notify users when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. Performance data shows that the patient's estimated glucose values started dropping around 1:30 am on (B)(6) 2024. The system eventually delivered an urgent low soon alert at partial volume at 4:17 am with an estimated glucose value (egv) of 4.0 mmol/l. The system delivered another two urgent low soon alerts at 4:22 am (partial volume) and 4:27 pm (full volume) with egvs of 3.8 mmol/l and 3.6 mmol/l, respectively. The urgent low soon alert was acknowledged at 4:27 am. The patient's egvs continued to fall thereafter, and the system delivered visual urgent low alert at 4:37 am with an egv of 3.0 mmol/l. The system delivered a second urgent low alert with partial volume at 4:42 am with an egv of 2.7 mmol/l. At 4:47 am, the system delivered a third urgent low alert, this time at full volume, with an egv of 2.6 mmol/l. The system continued to deliver urgent low alerts at full volume every five minutes until the sensor eventually failed the following day at 10:57 am. Data investigation shows the system performed as intended and delivered all intended audible and visual alerts on the alleged date of incident on (B)(6) 2024. In addition, no similar issues which could have prevented glucose alerts from triggering were found around the date of incident. Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s smart device was delivered and perceived by the user at an audible amplitude on the date of issue. The complaint of alert/notification settings issue is undetermined and the probable cause of the alleged event could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).